Event description:
It was reported that the distal access port of a clearlink continu-flo solution set was cracked which resulted in a fluid leak. The leak was observed during infusion of normal saline and approximately 10ml of nivolumab in the general care area in the outpatient infusion department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d10: add concomitant product. Additional information: d9, h3, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.